Manufacturer narrative:
(B)(4). The complaint of "infection" cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR report #1627487-2015-12468, reference MFR report #1627487-2015-12469. It was reported the patient's ipg and lead incision sites were infected and the patient was prescribed antibiotics. The physician saw the patient 3 days later and the physician took cultures and explanted the system. Follow up revealed the patient shows no signs of infection.